Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) patient failed 41 joule defibrillation threshold testing (dft's). The patient has both a transvenous right ventricular (rv) defibrillation lead and a subcutaneous array defibrillation lead implanted. Shock impedance measurements were within normal range, and no noise was observed, but a chest x-ray showed that one element of the subcutaneous array may have been fractured. The boston scientific technical services department advised that if there was a fracture on the subcutaneous array, it would likely have resulted in an elevated shock impedance measurement. Our records indicate that this device, rv lead, and subcutaneous array remain implanted. Additional information indicates that a competitive lead was placed, which resulted in acceptable dfts. No adverse effects were observed. Several attempts were made to gather additional information about this event; however, no additional information is available at this time. Additional information was provided that the device was explanted due to normal battery depletion and the subcutaneous array was surgically abandoned. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the product remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.